Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received = 1x x-smart plus contra-angle 6:1 a103300000000 sn: (B)(4). X-smart plus head assembly. Bad maintenance (user). Head assembly is scratched. X-smart plus cartridge. Various mechanical problem. Files cannot lock because hook of cartridge is damaged. X-smart plus joint. Bad maintenance (user). The joint is oxidize. X-smart plus drive shaft. Various mechanical problem. Rotation not fluid.

Event description:
In this event it was reported that a x-smart plus contra angle did not hold burs. The event outcome is unknown as of this MDR evaluation.